Event description:
The customer contacted physio-control to report that their device cycled power by itself each time the patient's internal defibrillator shocked. There was a backup device on the scene which was used. The patient was a 76 year old male. This issue is patient related; however there was no adverse patient outcome reported. The customer was contacted in order to obtain additional information about both the patient and the event, however the customer was unable to provide any further details.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and observed that the device exhibited an excessive voltage drop at the connector contacts of the battery wire harness and power pcb connectors which can cause the device to either shutdown unexpectedly or cycle power unexpectedly. Physio replaced the device¿s power pcb assembly and battery wire harness assembly, and battery pins to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further examined the removed power pcb assembly and battery wire harness assembly and determined that the cause of the reported issue was excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when the code-summary function was activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Manufacturer narrative:
(B)(4). Physio-control received the customer's device; however the device was not evaluated. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device cycled power by itself each time the patient's internal defibrillator shocked. There was a backup device on the scene which was used. The patient was a (B)(6) year old male. This issue is patient related; however there was no adverse patient outcome reported. The customer was contacted in order to obtain additional information about both the patient and the event, however the customer was unable to provide any further details.